Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was cracked and unresponsive, cause was unknown. The customer's blood glucose (bg) was 560 mg/dl. The customer administered a manual injection to address bg level and continued to use manual injections for insulin therapy.